Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6, and h11. Additional type of investigation codes that were unable to be added in h6: analysis of images, labelling review. The complaint for delivery system and/or guidewire perforation of atrial/ventricular wall was confirmed with objective evidence. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. Available information suggests that suboptimal guidewire management during crossing and advancement was likely the primary cause of the right ventricular (rv) perforation and contributed to the reported event. No device malfunction was identified. The delivery system and guidewire functioned as intended, with no evidence of structural failure or manufacturing defect. Since no manufacturing non-conformances were found and no labeling, training, or IFU deficiencies were identified, no preventative or corrective actions were required.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, and h11. Additional information: after internal imaging review of procedural tee, the rv apex/perforation location was not captured. Guidewire pressure was observed during wire placement, which was subsequently followed by a large pericardial effusion. No fluoroscopy images received. The patient underwent life-saving interventions but ultimately succumbed to their injuries. Cannot confirm any device related issues or malfunction. The major root cause for "delivery system and/or guidewire perforation of atrial/ventricular wall" identified from imaging is procedure related: suboptimal guidewire management. Potential contributing factors are the following: patient-related issues: heavy trabeculations. After further review with physician, it was reported that the most probable root cause was excess pressure of the wire during crossing. The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
Edwards received notification of a transcatheter tricuspid valve replacement (ttvr) procedure involving the evoque system. It was reported that a perforation of the speculate posterior area of rv apex occurred. Compressions and a pericardial window were performed, however, the patient passed. The cause of death is reported to be rv perforation/ cardiac arrest. The perceived root cause of the event is poor wire management. Issues such as poor wire management led to excessive force at crossing which led to the perforation. The guidewire was sitting posterior and septal when the perforation occurred. The perforation/pericardial effusion was caused by the wire. There was excessive wire force during crossing, causing stiff portion of wire to perforate the rv. The delivery system was crossing when the perforation occurred. There was no intentional push on the guidewire to obtain height and/or navigational maneuvers with excess force already on the guidewire. Wire placement was initially shallow with a lateral positioning and was noted to be interacting with the leaflets. The wire was withdrawn and reinserted into a deep posterior pocket. Significant wire pressure was observed during advancement, and instructions were given to retract the wire. Advancement continued while the wire was being pulled back. The system appeared lateral on echo with inconsistent clocking. The fellow assisted at the access site with delivery system insertion while the interventional cardiologist managed the primary system and wire. The wire flipped orientation, as seen on biplane fluoroscopy. Clocking and counter clocking maneuvers were attempted to correct the flip. The wire then jumped back into what appeared to be a better position, after which an effusion was quickly noted. Pericardiocentesis was performed immediately. Resuscitation efforts continued for approximately 21 minutes before they were discontinued.